Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the m5 microdebrider handpiece confirmed that a blade was stuck and broken inside it. H3: product analysis of the device found that the inner shaft was broken and deformed 0.56 inches from the distal end of the inner hub upon return. The inner spiral wrap was expanded past the distal end of the outer tube by 0.94 inches and the irrigation tube was detached from the outer tube. Additionally, there were traces of wear in the inner and outer hub bushings, scoring on the distal end of the shaft, and striations near the break point. Contamination was observed on the distal diamond grit tip and there was deformation in the distal end of the outside diameter of the inner hub and indentations in the chevrons on the proximal end. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.343 inches in the deformed area which was out of specification. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the surgical attachment could not be removed from the m5 handpiece. There was no known patient impact.